Event description:
This is noted due to off label use of the introducer. As a result, the lead became blocked. The physician was dr. (B)(6) at (B)(6) hospital in australia. No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).